Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, based on medical records /images received, a type 3b endoleak, sac growth of 9mm and a contained rupture were identified. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was discharged home on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the patient presented with a type iiib endoleak. The physician elected to treat the patient by relining with a gore (non-endologix) excluder. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported. Additional information: clinical investigation identified evidence to reasonably suggest sac growth of 9mm and a contained rupture had occurred that was not included in the event as reported. The final patient status was discharged home on the first postoperative day following a secondary endovascular procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a type iiib endoleak. The physician elected to treat the patient by relining with a gore (non-endologix) excluder. The patient was reportedly in good condition. As of date, there have been no additional patient sequelae reported.